Manufacturer narrative:
The device was received for evaluation. A review of the event history log did not identify any issue that could have contributed to the reported condition. A functional flow rate accuracy test was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) overinfused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.